Manufacturer narrative:
All of the buttons functioned properly and no damage was noted to the keypad assembly. No unlocked keypad connector was noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The b button on the insulin pump had intermittent response during normal use. Customer's blood glucose was 165 mg/dl. The device was not dropped or exposed to moisture. Customer was advised to discontinue of the device and to revert to back up plan. The device needed to be replaced and customer agreed to return it.